Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant, the guidewire could not be inserted in to the rv lead. The lead was removed and a new rv lead was implanted. The patient was stable.